Manufacturer narrative:
A visual and functional analysis was performed on the returned unit. The reported resistance with the thumbwheel and deployment failure were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal shaft was kinked or bent in the anatomy (possibly at the aortic bifurcation) preventing the shaft lumens from moving freely, resulting in resistance with the thumbwheel and difficulty deploying the stent; however, this could not be confirmed. Additionally, procedural contaminants (dried blood) may have contributed to the confirmed difficulty with the returned unit, as there were no anomalies noted that would contribute to the deployment difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a right external iliac artery. The vessel was prepared with a 8.0x40mm non-abbott balloon at nominal pressure. The 10x100mm absolute pro self-expanding stent system (sess) was attempted to be deployed; however, resistance was felt with the thumbwheel and the stent was partially deployed. The sess was removed under fluoroscopy and once outside the anatomy it was attempted to fully deploy the stent, but failed. A new absolute pro was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.